Manufacturer narrative:
(B)(4). The field service representative (fsr) went on-site and was able to duplicate the reported issue. After replacing the front panel assembly, the issue was resolved. The fsr proceeded to complete preventative maintenance and performed the operational verification procedure to manufacturer specifications. The fsr reported that the suspect component is not available for return. Due to the part not being returned, no further evaluation can be completed at this time.

Event description:
The customer reported while using the vela ventilator; the unit's display was flickering during patient use. The customer reported the ventilator was removed from the patient and the patient was placed on another ventilator. After the reported event, the customer reported the screen does not power up at all. The customer reported there is no patient consequence associated with the event.